Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. On (B)(6) 2025, it was reported that the patient experienced signal loss occurring 3 plus hours on multiple devices. The patient uses insulet omnipod5 which would not have been in modified closed loop without signal. The patient's neighbor checked on her because she was not answering the door. The neighbor found her unconscious. The neighbor called an ambulance at 11:00am same day. The ambulance took patients blood sugar using a finger stick reader that they brought and found out that the blood sugar was 20mgdl. Immediately the ambulance and the medical personnel brought the patient to the hospital. The reversal of hypoglycemic shock was not documented. At some point, the patient was given insulin in the emergency department (ed). The patient was in the hospital for 4 days and was released on (B)(6) 2025. During the report, the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. On (B)(6) 2025, it was reported that the patient experienced signal loss occurring 3 plus hours on multiple devices. The patient uses insulet omnipod5 which would not have been in modified closed loop without signal. The patient's neighbor checked on her because she was not answering the door. The neighbor found her unconscious. The neighbor called an ambulance at 11:00am same day. The ambulance took patients blood sugar using a finger stick reader that they brought and found out that the blood sugar was 20mgdl. Immediately the ambulance and the medical personnel brought the patient to the hospital. The reversal of hypoglycemic shock was not documented. At some point, the patient was given insulin in the emergency department (ed). The patient was in the hospital for 4 days and was released (B)(6) 2025. During the report, the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem, additional. H2 correction/additional information. H6 investigation findings, correction. H6 investigation conclusion, correction.